Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('planning surgery / removal of essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for removal of essure. Quality-safety evaluation of ptc: u=unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('planning surgery / removal of essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced palpitations ("bad heart pulpatations"), fatigue ("always tired"), headache ("headaches"), abdominal pain upper ("stomach always hurt"), feeling hot ("body feels hot"), genital haemorrhage ("non stop bleeding"), thrombosis ("smal clots"), diarrhoea ("diarrhea"), abdominal pain lower ("cramping") and nausea ("feeling nauseous"). Essure was removed. At the time of the report, the medical device removal, palpitations, fatigue, headache, abdominal pain upper, feeling hot, genital haemorrhage, thrombosis, diarrhoea, abdominal pain lower and nausea outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, diarrhoea, fatigue, feeling hot, genital haemorrhage, headache, medical device removal, nausea, palpitations and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received events " non stop bleeding, small clots, diarrhea, cramping and feeling nauseous" were added. Patient demographics , dob and date of insertion were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('planning surgery / removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced palpitations ("bad heart pulpatations"), fatigue ("always tired"), headache ("headaches"), abdominal pain upper ("stomach always hurt") and feeling hot ("body feels hot"). Essure was removed. At the time of the report, the medical device removal, palpitations, fatigue, headache, abdominal pain upper and feeling hot outcome was unknown. The reporter considered abdominal pain upper, fatigue, feeling hot, headache, medical device removal and palpitations to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media content received: new events always tired, headaches, stomach always hurt and body feels hot were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('planning surgery / removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced palpitations ("bad heart pulpatations"). Essure was removed. At the time of the report, the medical device removal and palpitations outcome was unknown. The reporter considered medical device removal and palpitations to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for removal of essure quality-safety evaluation of ptc: u=unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: the events "bad heart pulpatations" was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('planning surgery / removal of essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced palpitations ("bad heart pulpatations"). Essure was removed. At the time of the report, the medical device removal and palpitations outcome was unknown. The reporter considered medical device removal and palpitations to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-schedule for removal of essure quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.